Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap cholecystectomy, an error sounded in about an hour. While the device was being checked out of the patient, the blade was broken off. After that, the 2nd device was used with other handpiece and generator. However, an error sounded soon and the blade was broken off as well. No fragments fell into the patient. Another 3rd device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device had not been contacted with metal. Two devices will be returning.

Manufacturer narrative:
(B)(4). Device b additional information: batch # j92c8t; expiration date: 08/27/2017; manufacturing date: 09/27/2013. Device (a) was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device to stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as 'replace instrument' with the gen11 later in the procedure, and continued usage can result in a broken blade. Device (b) was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (blue) portion. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device to stop activating and display an error code 5 is blade damage. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.